Event description:
During device testing, a battery failure, which could result in a loss of mechanical ventilation, was found. There was no patient involvement.

Manufacturer narrative:
The customer declined ge service. No repair information available. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Legal manufacturer: (B)(4).